Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was water invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that vertical line noise appeared on the image of their evis lucera elite bronchovideoscope during inspection before a diagnostic procedure. The procedure was complete with a similar device. There were no reports of patient or user harm. Inspection and testing of the returned device found no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Inspection and testing of the device did not confirm the customer's complaint of vertical line noise on the image. The no image was caused by an electrical continuity error due to water invasion into the device¿s connectors. In addition, moisture on the scope connector was discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.